Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unknown duration. The physician was unsure if the patient stayed for more than 24 hours. There was no malfunction or system issues reported involving the ion robotic system. The surgeon was unable to provide any additional information about the reported event.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. As a result, a chest tube was placed and the patient was hospitalized for an unknown period of time. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.